Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters 1 - por for vdd monitor on (B)(6) 2011 04:25:56. 1 - patient alert for device circuit error on (B)(6) 2011 04:25:56.

Event description:
It was reported that the patient presented to the emergency room after receiving several shocks. Upon interrogation it was determined that the shocks were appropriate, but that an electrical reset had occurred in the device. It was also reported that after the last shock the patient fell and had an abrasion on the head. The device was reprogrammed to a vvi mode and the detections were turned off. The device remains in use. No further patient complications have been reported as a result of this event.